Event description:
Patient underwent full revision on (B)(6) 2015. The explanted devices will not be returned to the manufacturer.

Manufacturer narrative:
H.6. Code 68: device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analyses were completed for the generator and lead. There were no performance or any other type of adverse conditions found with the pulse generator. An analysis was performed on the returned lead portions and a large portion of the lead assembly (body) including the electrodes was not returned for analysis. Several lead fractures were noted and pitting was also observed at the broken coil ends. There is evidence of evidence of the lead being worn to the point of fracture with flat spots on the coil surface. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings found on the outer and inner silicone tubes and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer and inner silicone tubes.

Event description:
It was reported that the patient was seen by the neurologist and that a lead break was suspected based on the high impedance observed on diagnostic results. The patient was referred for lead replacement but no known surgical interventions have occurred to date.

Event description:
Additional information was received that the suspect device will be returned. The explanted products were later returned to the manufacturer on (B)(4) 2015. Analysis is underway but has not been completed to date.